Event description:
It was reported that during follow-up in clinic, the patient presented with under-sensing and low in range impedance on their right atrial lead. It was noted that the lead was under-sensing atrial fibrillation but not long enough to end mode switching. No information about intervention was reported. The patient was in stable and will continue to be monitored.